Manufacturer narrative:
The event occured in (B)(6). This medwatch report is for the aviva nano suspect device system used. Reference medwatch report with (B)(6) for the aviva combo suspect device system used.

Event description:
Reporter alleged obtaining a result of 340 mg/dl on the aviva combo system compared back to back with a result of 120 mg/dl on the aviva nano system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.